Manufacturer narrative:
At this time, the ICD has not been returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This ICD was explanted and retained by the explanting hospital. No additional adverse patient effects were reported.